Event description:
It was reported that an insulin cartridge in an ilet system emptied within one day when it typically lasts two to three days, with no obvious leakage noted on tubing, infusion site, or connections, and with blood glucose elevated during consistent delivery; the user had recent surgery unrelated to glucose management, was not eating for several days, then resumed eating, and a supply change was performed. Symptoms included hyperglycemia with a reported value of 238 mg/dl and no acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and resolution efforts via supply change. Investigation included user-guided checks of tubing, site, and connections, and education on troubleshooting. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with cause of increased insulin usage and elevated glucose remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.